Manufacturer narrative:
Other text: additional information was received indicating the issue was found during testing, there was no patient involvement. Updated h6.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited alarm when turned off without battery or ac adapter. No adverse effects were reported.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated, when shutting down pump a constant alarm happened and would not stop. The main board will be replaced during the repair process for the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.